Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin leaking inside the reservoir compartment. The customer stated that the insulin pump was exposed to moisture. The customer was assisted with troubleshooting. No harm requiring medical intervention was reported. Customer stated that leak occurring at the reservoir barrel or o-rings swap. Customer stated that o-ring inside the lip of the reservoir compartment was not missing. Customer stated that self-test did not passed. Customer stated that the reservoir was lock in place. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.